Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d & r/l pulley wire fluid damage, the lg cable connector fluid damage, the air/water nozzle clogged, the remote buttons cut, the control body fluid damage and the operation channel leaky; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).